Event description:
Event description guidant received information that this lead, which had been abandoned surgically, appeared on fluoroscopy to have part of the coil sticking out (proximally) beyond the insulation. The field representative contacted technical services asking if the coil had insulation around it.